Manufacturer narrative:
Philips received a complaint on the philips xl+ defibrillator indicating that the device¿s battery was faulty. There was no reported patient involvement. Details provided in an update from the source case indicate that the device's battery was replaced and the device was successfully returned to service. No further action is warranted at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device exhibited battery issues. There was no reported patient involvement.